Manufacturer narrative:
Investigation summary: one sample was received. It came in the sealed packaging blister. A visual inspection was performed using a 10x magnifier lens. One side of the barrel flange has burnt plastic; this is on the edge of the barrel flange. The bottom web has embedded burnt plastic. It is located towards the area where the bottom area of the syringe is. Burns can be caused when there is blockage in the mold vents/ gates which can cause burns on the flange of the syringe during molding process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9120839 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: burns can be caused when there is blockage in the mold vents/ gates which can cause burns on the flange of the syringe during molding process. Rationale: CAPA not required at this time.

Event description:
It has been reported that one bd¿ syringe 20ml ll s/c 48 has been found containing foreign matter before use. The following has been provided by the initial reporter: foreign matter. Unfortunately we have found a 20ml syringe (lot# 9120839) with foreign matter inside. On the flange of the syringe is a brown-green substance, and by the tip of the syringe is what looks like either cobweb or clothing fluff. We have kept the syringe sealed in its packaging.